Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Upon device deployment, the was sheath kinked and the device could not be recaptured. No patient complications were noted as a result of this event.